Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: launcher 6fr jl. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the distal left anterior descending (lad) coronary artery that was non-tortuous, mildly calcified and 90% stenosed. For pre-dilatation, a mini trek rx 2.0 x 15 mm balloon dilatation catheter was advanced to the target lesion and crossed. During the second inflation, the pressure of the indeflator decreased at 10 atmospheres. When the device was removed from the patient anatomy, a balloon rupture was noted. The device was replaced with a non-abbott balloon catheter to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.